Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was located in a calcified mid lima graft. The target lesion was predilated with a 2.5x15mm maverick balloon. The physician experienced difficulty when trying to cross the lesion with the taxus express2 2.5x20mm drug eluting stent. When the stent reached the target area, the physician inflated the stent balloon to 7 atm's and then reinflated it to 8 atm's. The stent then dislodged. The physician used a gooseneck snare to retrieve the dislodged stent. The procedure was completed with a 2.5x24mm taxus stent. No pt complications occurred. Pt status is satisfactory.